Manufacturer narrative:
Device evaluation: the customer had cut the device into 3 sections. Additional visual inspection showed evidence of damage/split. With the device cut into small sections performance testing could not be performed. Conclusion: reason for the return was confirmed for damage/split. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an eopa arterial cannula, the customer reported that it was leaking. The device use was continued to complete the case. It was reported that no patient blood loss occurred due to the leak and no unplanned blood transfusion was required. There was no adverse patient effect associated with this event. Medtronic received additional information that there was a reported pinhole right around the 10cm mark. The large cut was after the case was finished.